Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the instructions for use found information related to the deployment slider requiring a return to its most proximal position for t2 deployment to be effective, and causes of pre-deployment of t2. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Internal complaint reference: case-2020-00023183-1. E1: facility name added.

Event description:
It was reported that during a procedure, the fast fix t2 implant was not able to be deployed. The procedure was completed with a backup device but it is unknown if there was any delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.